Event description:
A cto procedure was performed. A turnpike spiral catheter was torqued clockwise through a mid-distal very torturous lad. After advancing the catheter through the cto the catheter became lodged in the vessel. Counter-rotation and traction were applied, however, the catheter was immovable. Following counter clockwise turning/torquing and traction, the catheter was removed. The compounded exertion placed on the turnpike catheter deep-seated the guiding catheter resulted in dissection of the left main artery. Emergent stenting was performed to repair the dissection and stabilize the patient. A second turnpike spiral was applied with the same result. A turnpike smooth-tip catheter was applied with a roto-floppy wire, followed by rotablation and successful stenting of the lad. Following removal and inspection of the turnpike spiral catheters, it was noted the nylon spiral was detached proximally and the catheter body was stretched approximately 20cm.